Event description:
While performing unrelated svc, the svc tech (st) found that the audible alarm was nonfunctional. The st inspected the device and resoldered a broken wire connection on the mode switch. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.